Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the universal degen screw one step locking cap was suspected to fail locking the rod rigidly, resulting in a slippage of the rod and loosening of the construct. The patient received a second surgery to remove the s1 universal degen screws and replacing with new universal degen screws, rod, and locking cap. This is report 4 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device by the complaint handling unit revealed the universal degen screw (uds) one step locking cap was suspected to fail locking the rod rigidly, resulting in a slippage of the rod and loosening of the construct. The reported complaint situation using the returned devices cannot be replicated in a functional test. No sufficient details have been provided in order to determine the exact cause of this occurrence. Based on the available information and the two provided x-rays it is possible that the locking caps were not screwed in accordingly; without or defect counter-torque instrument or without tube. Another explanation of failure might be caused by preparing and using one rod too short. This rod could potentially have slipped off the screw concentrating the complete load on the other screw interface. The arising load became too high for one screw/rod interface and consequently led to a slipping of the remaining screw. No product fault could be detected the inspection of the returned device performed as part of the product development evaluation reported the reported complaint situation using the returned devices cannot be replicated in a functional test. A possible explanation for the issue could probably be that one rod was not prepared properly by the surgeon and was too short. This rod could potentially have slipped off the screw concentrating the complete load on the other screw interface. The load is too high for one screw/rod interface leading to a slipping of the remaining screw. Another potential reason could be that the locking caps were not tightened sufficiently by using no or an incorrect working torque limiting handle. The surgical technique guide contains notes on how to prepare the rod correctly and how to final tighten the locking caps. It cannot be determined if the above mentioned factors have contributed or caused the described event. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: (B)(6) 2013. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
The patient received a second surgery on (B)(6) 2013 to remove the s1 universal degen screws and replacing with new (urs) universal reduction screw, 2-step locking caps from now onwards. It was reported that the patient stay was prolonged for about 10 days. Recent follow up shows no problem of the construct